Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot lot 304975) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's pharmacist complained of discrepant inr results from coaguchek inrange serial number (B)(4) compared to the laboratory results with the stago neoplastin cli plus method. The result from the laboratory was 2.93 inr and the result from the meter was 4.3 inr. The result from the laboratory was 2.74 inr and the result from the meter was 4 inr. The result from the laboratory was 3.1 inr and the result from the meter was 4.2 inr. The result from the laboratory was 2.88 inr and the result from the meter was 4.2 inr. The results from the meter were with capillary blood. There was no allegation of an adverse event. The patient did not trust the results from the meter and adjusted his treatment based on the laboratory results. The patient¿s therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt at roche (B)(4). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.